Event description:
A physician reported a certas valve (ID 828806) was implanted via l-p shunt on unknown date with unknown setting.. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). One week after the operation, when the reservoir was pumped from the body surface, the return was poor. Therefore a shunt contrast was performed and flow was confirmed; however; the return of the reservoir was still poor. The valve was removed and replaced on (B)(6) 2022. The patient recovered.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The certas valve was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 2. The valve was visually inspected; needle holes in the needle chamber were noted and some biological debris. The valve was hydrated. The catheter was irrigated no occlusions noted. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism, but at the time of investigation no ¿return of the reservoir¿ issues were noted.

Event description:
N/a.